Event description:
The pt was admitted to hosp. She was found to have no leg function approx 3 hrs after implant. Arm function was also following prelim programming. To rule out epidural hematoma, the pt was brought back into surgery on the same day and the cervical lead site was looked at. Minimal bleeding was seen so the dr kept the device system in and put in a drain. The following day, a short was found between electrodes 1-3 so the decision was made not to do a head MRI due to the risk. An impedance measurement was found prior to closing up the implant and no shorts were found in any of the out of range results. It was unclear when the short developed. The impedance measurements with electrode 0 were in normal range. The pt's lead was placed at approx c3. It was suspected that the pt had a stroke. Add'l info has been requested.

Manufacturer narrative:
(B)(4).